Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct report type - adverse event and product problem provided in the initial MDR. The previously reported was incorrect. The correct report type is product problem only.

Manufacturer narrative:
No samples were returned by the customer for analysis, therefore the defect could not be confirmed. However, for continuous improvement, scar (B)(4) was initiated at the manufacturing site to track the investigation and application of corrective actions associated with the event. Planned corrective action includes the implementation of a new "assemble condition inspection" machine to verify proper assembly of components.

Event description:
"Customer complaint no: (B)(4). Customer reported that the needle retracted automatically, causing a needlestick injury to a hospital nurse. Additionally, the complaint frequency for this batch is excessively high, and a full batch replacement is required. Customer complaint no: (B)(4). Customer reported that when first opened and used, the needle suddenly retracted, causing the nursing staff to almost experience a needlestick injury. "